Event description:
It was reported, "after use, safety equipment can¿t use." Additional information: no reported needle stick injuries" no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of defective safety mechanism could not be confirmed. The product returned for evaluation was one 22 g safestep infusion set with a valved y-site. A gross visual inspection of the returned sample found that the safety mechanism was already fully engaged. Microscopic inspection of the unit was unremarkable. The unit was functionally tested by disengaging the safety mechanism and sliding the safety plate up and down the needle shaft. During testing, no resistance was encountered, indicating that the safety mechanism was working as intended. Based on the available evidence, the customer's reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "after use, safety equipment can¿t use." No other information was provided.